Event description:
The problem was identified prior to the start of a diagnostic procedure. There was no delay in the procedure and the intended procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and the result of the user facility's troubleshooting of the device problem. Updates to sections b5, e2, e3, and h6. The user facility reported that as a result of their troubleshooting of the reported problem, they determined there was no problem with the clv-190 and the problem was isolated to specific gi scopes used in combination with the subject device; the user facility assigned the cause of the problem with the scopes to "improper cleaning" of the scopes. The suspect scopes were referred for repair by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the error "b30" was generated. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.